Event description:
Anesthesiologist put or table (bed) controller down after positioning pt to the flat (supine) position. The bed spontaneously started to rise at the head end. All attempts to stop the bed were unsuccessful until the hand controller was unplugged. The case was continued and completed with the pt in an awkward position. The hand controller was replaced.